Manufacturer narrative:
A product history search identified no other complaints for the part and lot combination of the related components. Operative notes from the first revision surgery state that the patient was revised due to mechanical loosening of the tibia. The femoral component was also revised but was not indicated to be loose. The description of the procedure suggests that the femoral component was revised to provide better access to the tibial component. It was noted that the tibial component was removed rather easily. The patellar component was noted to be well fixed and was not revised. The knee was revised with lcck femoral and articular surface components with straight stem extensions for both the femoral (14 x 100mm) and tibial (12 x 100mm) components. The knee was brought to full extension and no anterior or posterior instability was noted with final components. Operative notes from the second revision surgery state that the patient was revised due to tibial component loosening. The patellar and femoral components were checked and it was noted that they were not loose. The tibial component was noted to be loose, but not grossly loose, and was easily disimpacted from the bone. Per the package insert, loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). Other devices used: catalog #00598801014, nexgen straight stem extension, lot #62213105; manufactured at (B)(4). Catalog 00111214001#, palacos r bone cement, lot #74644301, quantity 2; this bone cement is (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain, loosening, swelling, hot to the touch and unable to walk.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records did not find any deviations or anomalies. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.